Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 22 july 2020 0 non-conformances on this lot number. Final micro and sterility tests passed . (B)(4) units released.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of tibial component at cement to implant interface. Depuy cement was used. When the tibia was removed there was no cement present on the component. Doi: (B)(6) 2015; dor: (B)(6) 2021; left knee.